Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1218058-2019-00001 and 1218058-2018-00117 for similar events reported from the same customer.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. Testing of the electrode pads did not duplicate the reported problem. The back of the electrode pads did have creases on the adhesive and the front had some sort of fabric material which could have prevented the adhesive from properly adhering to the patient's skin. A bair hugger device was used during this case at 43 c which is in the allowable operating range for this set of electrode pads. The gel on the electrodes were not dry and were still able to adhere. Retained samples of this lot (4818) passed all testing performed with no issues found. Analysis of reports of this type has not identified an increase in trend.